Event description:
It was reported, initially, an emt allegedly cut his hand on an aluminum component while sheet dragging a patient with the sidearms in the down position. Upon contact with the customer, they provided a serial number of a non-ferno product. The customer was contacted again and they then provided the serial number for the cot being alleged as involved in the incident. Investigation of this reported incident has been initiated as well as evaluation of the cot. Further information regarding medical intervention and long term effects of the injury have been requested from the customer.

Manufacturer narrative:
Further discussions with the customer identified the reported issue being alleged against the lbs patient surface board and not the stretcher itself. The board is an accessory to the stretcher and has a s/n of (B)(4) and was manufactured at the same time as the stretcher on 8/21/2015. The stretcher and board was evaluated at the customer's location on 10/9/2015. The evaluation did not indicate any abnormalities or sharp edges on the board or the cot. Everything appeared to be in specification with the products. No action was taken and the evaluation was discussed with the customer. The customer has not provided any information regarding medical intervention sought or any long term injuries as a result of the cut.

Event description:
It was reported, initially, an emt allegedly cut his hand on an aluminum component while sheet dragging a patient with the sidearms in the down position. Upon contact with the customer, they provided a serial number of a non-ferno product. The customer was contacted again and they then provided the serial number for the cot being alleged as involved in the incident. Investigation of this reported incident has been initiated as well as evaluation of the cot. Further information regarding medical intervention and long term effects of the injury have been requested from the customer.